Manufacturer narrative:
(B)(4). The device was not returned for analysis and a lot number was not provided; therefore, no evaluation could be performed. However, animal damage was reported and is known to be able to cause the reported issue. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide warns the user that contamination of the fluid or fluid pathways can result if a pet or animal bites a solution bag or the disposable set. The guide instructs, in order to reduce this risk, the patient should not perform dialysis in the same room as pets or animals. A formal review of the label for the product family will be conducted. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that a patient's cat punctured the patient line extension during dwell 4 of 4. The patient was connected. The technical service representative (tsr) assisted the patient in ending therapy. Although there was patient involvement, there was no patient injury or medical intervention associated with this event. No additional information was provided.